Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. A photograph was provided by the patient's mother; however, it did not confirm the reported event. Additionally, it was stated that the sensor was inserted at the patient's arm. It should be noted that the dexcom user's guide states that the sensor insertion site for pediatrics is the abdomen and upper buttocks. However, a root cause cannot be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor applicator from the sensor pod, the cannula detached from the applicator. The sensor wire was inserted at the arm on (B)(6) 2015. No additional event or patient information is available.